Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d701 toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Toothbrush burned hand [thermal burn], felt a burning on hand- skin [skin burning sensation], hand sore - skin [pain of skin], toothbrush stopped working, toothbrush red burning and smoking, there was a red smoking circle on the control pad [device physical property issue], toothbrush burning and smoking, hand burn [injury associated with device]. Consumer sent e-mail stating the toothbrush stopped working while brushing teeth, and the toothbrush was red burning and smoking. There was a red smoking circle on the control pad. No serious injury was reported.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d701 toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival. 13-dec-2018 product investigation results: investigation of the returned sample confirmed that welding residues led to a blocked motor transistor and overheating / melting. Battery voltage was 0 v at the time of investigation. This confirms that the already installed safety mechanism worked to avoid further melting. Handle was produced before implementation of further corrective actions to avoid overheating / melting.

Event description:
Toothbrush burned hand [thermal burn]; felt a burning on hand- skin [skin burning sensation]; hand sore - skin [pain of skin]; toothbrush stopped working, toothbrush red burning and smoking, there was a red smoking circle on the control pad [device physical property issue]; toothbrush burning and smoking, hand burn [injury associated with device]. Case description: consumer sent e-mail stating the toothbrush stopped working while brushing teeth, and the toothbrush was red burning and smoking. There was a red smoking circle on the control pad. No serious injury was reported.